Manufacturer narrative:
(B)(4). Additional concomitant medical products: self-tapping bone screw 6.5 mm dia, 30 mm length catalog # 00511007030 lot # unknown; por fem comp size 5 lt, catalog # 00511001501 lot # unknown; self-tapping bone screw 6.5 mm dia, 25 mm length catalog # 00511007025 lot # unknown; self-tapping bone screw 6.5 mm dia, 20 mm length catalog # 00511007020 lot # unknown; tibial plt size e/green, catalog# 00511004501 lot# 56636600. Reported event was confirmed by review of x-rays provided. Radiograph review noted, left total knee arthroplasty complicated by polyethylene liner wear or disruption and fracture of the medial tibial tray. Possible cause is malposition of the tibial component, which was implanted with approximately 6° varus coronal alignment. This malposition increases stress on the medial joint. Osteopenia may have also contributed to the event, due to increased risk of subsidence of the medial tibial tray. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total knee arthroplasty revision approximately eighteen (18) years post-operatively, due to tibial tray fracture. Radiograph review also noted tibial polyethylene bearing wear. All components were removed and replaced.